Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to a high out of range pacing impedance measurement of 2573 ohms. Technical services (ts) was consulted, and continuous monitoring was recommended. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk device codes.